Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel sds in two pieces with stent. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire and inflation lumens is indicative of handling beyond simply unpackaging the device. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 70.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination presented no damage or irregularities to the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During the preparation of a 16 x 4.50 rebel stent, the shaft fractured while being removed from the sterile hoop. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. During the preparation of a 16 x 4.50 rebel stent, the shaft fractured while being removed from the sterile hoop. The procedure was completed with another of the same device. No patient complications were reported.